Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction three days after inserting a sensor into her arm. The insertion site had been prepped with alcohol prior to application. On (B)(6) 2025, the patient developed a bruise, redness, a pimple-like bump, and signs of infection at the needle puncture site. Swelling and inflammation extended beyond the perimeter of the sensor patch. The area was painful, uncomfortable, and warm to the touch. On the same day, the patient was taken to the emergency department by her husband. The attending physician examined the site and diagnosed the patient with cellulitis. She was prescribed oral antibiotics (clindamycin 300 mg) and oral pain medication (hydrocodone 5 mg). The physician advised her to follow up with her primary care provider (pcp) to see if the inflammation and bruising did not subside within two days, and to return to the ed if symptoms worsened. At the time of the report, the patient also reported experiencing an upset stomach as a side effect of the antibiotics. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.